Event description:
The company was informed that the patient was struck on his head with unknown object. Patient is experiencing sound quality issues, pain and overly loud sensation. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device is being considered.